Event description:
It was reported that the patient's right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on 29 may 2024. The patient was stable throughout the procedure. Further information was requested but no relevant information was provided.